Manufacturer narrative:
H10: additional narratives. Updated d9, h3, and h6 per new information received. H3: product evaluation. Customer reports of calcific degeneration and stenosis were confirmed. X-ray demonstrated wire form intact, heavy calcification on leaflet 1, and moderate calcification on leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and orifice at the greatest distance of 8 mm on leaflet 2 at the inflow aspect and 6 mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue overgrowth fused leaflets 1 and 2 by approximate 2 mm at commissure 2 on the outflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Two suture pledgets remained attached to the sewing ring around leaflets 2 and 3 on the inflow aspect. Multiple other sutures remained attached to the sewing ring around the valve. Sewing ring was cut in multiple areas around the valve and wire form was exposed around leaflet 2 on the inflow aspect.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as the device return follow-up is ongoing. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a 19mm aortic valve was explanted after an implant duration of 6 years and 8 months due to severe calcific degeneration leading to stenosis. A 23mm valve was implanted in replacement. The patient was noted as to be hospitalized in stable condition after the procedure.